Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4. Catalog should be unk_smart touch unidirectional sf. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool smarttouch sf catheter and a decanav catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. Roughly two hours post avnrt procedure, the patients pressure dropped while in post-anesthesia care unit. Tamponade and a pericardial effusion were diagnosed via stat echocardiogram. Pericardiocentesis was performed by the physician. The patient was stable and was transferred to intensive care unit for observation. The patient required extended hospitalization because the physician wanted to monitor them overnight. The patient has since fully recovered (no residual effects). There were multiple catheter exchanges. Terumo sheath exchanged for vizigo sheath. There were five ablations performed in the pulmonary veins. In the physician¿s opinion, the event was due to the decanav catheter perforating the right atrial appendage, but it was not verified. The patient had abnormal anatomy and struggled to position all catheters within the right atrium.